Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery (ata). After a 4.5 f sheath was placed, a 0.014inch non-boston scientific (bsc) guidewire was crossed the lesion. A 1.2mm x 15mm x 142cm emerge balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and replaced with a 2mm x 4cm non-bsc device. After dilation at 15 atmospheres, the procedure was completed with good dilation. No patient complications nor injuries were reported. The patient condition was good.